Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a size 6 broach trunion snapped during extraction and broke into multiple pieces during removal. All parts were retrieved, and the surgeon requested swapping all broaches for slotted broaches to ease future extractions. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "it was reported that had qty:1 size 6 broach trunion snap during extraction. It broke during removal. No time added. All parts retrieved. Swapping all broaches for slotted broaches for ease of extraction per surgeon request". The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found signs of heavy usage on its overall surface. However, no breakage was identified on its surface. No other anomaly was identified on the evidence provided. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the actis broach would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: d4 (lot), d9, d10 (concomitant), h4. Corrected: d2a, d2b, d3, d4 (catalog), d4 (primary UDI number), h3.